Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 54 mg/dl. The customer stated that he was vomiting as well. No troubleshooting was done, as the insulin pump had been lost during the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.